Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an effluent leak during use of a uv flash disconnect y-set. This occurred after draining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection was performed and a hole in matte side of the bag at the port seal was noted. Functional testing was performed and a leak through the hole in the bag at the port seal was noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.